Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient will undergo a battery replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for battery replacement procedure was that the patient needed a new battery per physician's preference. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a battery replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a battery replacement procedure for an unknown reason.